Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Actual device upon receipt. Since the actual device was not returned, detailed investigation of it could not be performed. History investigation of the involved product code and lot number: no anomaly was found in manufacturing records and shipping inspection records. No other similar report was found in the past complaint file. Based on the investigation results, no anomaly was found in the manufacturing records. In addition, since the actual device was not returned and the details of the procedure were unknown, it was not possible to clarify the cause of the occurrence. Based on the knowledge from our past experiences, one possibility is that, if a foreign matter adheres to the air injection port, it could somehow get into the air-sealing part, which lowered its property to seal, resulting in an air leak. This might have hindered proper compression of the hemostasis part, leading to blood leak. Relevant IFU reference: precautions / 9th dot. Be careful that no foreign particles get into the air injection port when injecting air. The air could leak. Precautions/12th dot. Take care not to damage the tr band with needle, scissors and other sharp instrument. This may result in air leakage and bleeding. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo corporation received the following information: it was reported that when an attempt was made to achieve hemostasis with this product, an air leak was observed during the procedure. The device was immediately replaced and the procedure was finished. The procedure outcome was not reported. There was no harm to the patient.